Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fundic aspect of the uterus reveals deeply embedded silver metallic essure coils.') In an adult female patient who had essure (batch no. Ess305-inv) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy.). Essure was removed on (B)(6)2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted: insertion date as per mr is (B)(6)2015 the lot number reported (ess305) is invalid, most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fundic aspect of the uterus reveals deeply embedded silver metallic essure coils.') In a female patient who had essure (batch no. Ess305-r1) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted: insertion date as per mr is (B)(6) 2015. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: event medical device removal replaced with embedded coil. Reporter added, dob added, medical history added, lot number added, expiration date added. Reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.